Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device shutdown unexpectedly while infusing. Following the event the four connected pump modules displayed a software version timeout failure (error code 200.5080). The medication was switched over to another pump with same tubing with no issues. There was patient involvement, but no harm.